Manufacturer narrative:
The report of inflow conduit malposition was confirmed via a submitted x-ray, which confirmed a bend in the sealed inflow conduit and the pump was angled upward. The patient remains ongoing on lvad support. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 16 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that there was a malposition of the inflow cannula (conduit). It was reported that the patient initially experienced unspecified symptoms of heart failure; however, is reportedly feeling better and no longer symptomatic as of (B)(6) 2015. No additional information was provided.